Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller contacted by pt today and pt indicating that their stimulation turned off 3 to 4 times today. Pt says they noticed a return of their pain and then noted that their ins was turned off on controller. Pt was able to turn stim back on after these events. Tss reviewed possible ins depletion. Tss noted that pt is recently implanted but that we can investigate further if this is becomes a persistent issue for the pt. Mdt rep called back with the patient to report the same information and that this is still happening. Rep states the patient's ins has not depleted, no messages appeared when it was interrogated, and they were not able to re-create this message in the clinic. Rep states the patient has programs 1 and 2 for group a and both are shutting off, or each program individually. Rep also reports this actually began monday. The patient's ins is reported to be at 50% charge and the controller at 90%. The patient has not let their ins go below 40% charge. The diary section for stim usage does not display that therapy has been off, but the patient states when this happens, their pain comes back and they feel stimulation is off. The patient had a programming session on the 14th and today, and on the 13th, the rep reports the diary shows a "dip down to 20%", which ts interpreted as the charge level. Ts advised rep to check impedances on programmed electrodes, however all are reported to be "green" and between 830 and 1120 or 1200 ohms. The patient feels their normal stimulation in their lower back and both legs. Ts advised rep to have the patient take a picture of the screen, which the rep plans to upload into the case. Ts also advised rep how to obtain an mdt file, which they will add as well. Email sent to rep to reply back to. Patient called in and stated they just spoke with mdt rep and told patient to call to tell pats that the implant does not have cycling turned on. Patient explained that every few minutes the stimulation turns off completely, and they have to manually turn it back on. Patient stated after they saw rep yesterday, they took pictures of the controller screen every time the stimulation turned off, and they did that probably 10 times before they got sick of it because it was ha ppening every few minutes. Patient stated this has been going on for a few days and they're not too happy. Patient stated neither reps had ever heard of this happening before. Agent redirected the patient to their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025: adaptive stim and cycling were never programmed on this patient's device. The cause was undetermined. (B)(6) 2025: the representative had spoken with the patient. They were doing well and had pain relief. The device had not turned itself off since the complaint. The issue was resolved.